Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. On august 10, 2017, it was reported that the device would not produce a complete skin graft. The customer did not return an air dermatome device, serial number (B)(4), for evaluation. Zimmer biomet surgical has previously repaired/evaluated air dermatome serial number (B)(4) three times as documented in the repair reports in livelink. The last repair was (B)(6) 2017 where it was reported that the device needed repaired and the ball detent, head, control bar, thickness control bar, reciprocating arm, bearings, seal and retaining ring, motor, poppet assembly and o-ring were replaced. This is not a related issue. The device history record (DHR) review was unable to be performed as the DHR associated with this serialized device was unavailable for review at the time of processing this complaint. Initial qa inspection of the air dermatome by zimmer biomet surgical was not performed since the device was not returned for evaluation. The customer purchased a new device in (B)(6) 2017. Repair of the air dermatome was not performed by zimmer biomet surgical since the device was not returned for repair. The customer purchased a new device in (B)(6) 2017. The reported event was non-verifiable since the device was not returned for evaluation. The root cause of the device not producing a complete skin graft cannot be specifically determined with the provided information since the device was not returned for evaluation. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. No further conclusions can be drawn from the complaint history review that warrants further action. Not returned for evaluation.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported that the device would not produce complete skin graft. No known adverse events.